Event description:
Premature end of service (eos) was reported after an implantation time of about 24 months. The ICD was explanted.

Manufacturer narrative:
The ICD first underwent an electrical incoming inspection. This confirmed the clinical complaint regarding the eos state. The device had been implanted for 25 months, 41 charge processes were documented. The analysis of the memory contents showed that the eos state had been reached during an automatic formation in 2007. The ICD was then opened. The visual inspection of the internal structure did not show any anomalies. The battery voltage was measured. It was determined that the battery was partially discharged. The current uptake of the electronic module was checked and proved to be normal. The electronic module was connected to an external power supply and underwent an electrical function check. The electronics proved to be fully functional. The current uptake continued to be normal. The battery was then sent to the battery manufacturer for a destructive analysis. The x-ray examination did not show any anomalies in the internal structure. The battery was opened. The visual examination identified an insulation pocket that was not completely closed. This is an isolated case without systematic connections, as a consequence of which a shunt was created that contributed to the premature battery depletion.